Manufacturer narrative:
(B)(4). This is a report of a use error, where the transfer set was not replaced for 11 months. It is recommended that the transfer sets be used no more than 6 months. There was no patient injury or medical intervention associated with this event. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who did not replace their transfer set for 11 months. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.